Event description:
The customer reported that the apm caught in fire. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the accessory power management (apm) stand. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. Monitoring respiration rate from photophlethysmogram (masimo rrp) is indicated for adult and pediatric patients greater than two years old. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. The power supply was received and visually inspected internally and externally by baxter. Upon inspection, it was determined that the apm device sustained significant internal damage from a fire, with extensive charring and burning visible. The internal cells of the batt99 assembly were burned and two of the cells had signs of external pressure applied to them. The available evidence did not indicate the fire was caused by the device's hardware. Rather, it appeared the fire originated from the battery pack's internal cells. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time.

Event description:
The customer reported that the apm caught in fire. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).